Manufacturer narrative:
Additional product code: dro. The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to an interconnection flex cable that was not properly seated. The cable was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.